Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother stated that the customer was hospitalized for low blood glucose levels, with a reading of 44 mg/dl. The mother stated that the customer had a seizure prior to the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume matched the amount of insulin in the reservoir. The mother also stated that there was a bolus of 20 units in the bolus history, at 12:02 am. The mother was uncomfortable with the insulin pump and wanted it replaced. Nothing further was reported.